Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle, in order to complete a successful charge. Multiple usb cables were attempted and were all unsuccessful. Customer reported blood glucose level was 186 (mg/dl). It was indicated that the customer would continue to use the pump until the replacement pump was received.